Manufacturer narrative:
(B)(4). The reported complaint could not be confirmed as product was not returned. The evaluation was completed by a non-medtronic service provider. The provider cleaned the touch frame printed circuit board (pcb )which resolved the issue.

Event description:
It was reported that the 840 ventilator touch screen was not working. Although requested, the following information was not provided: if a patient was impacted by the reported event, patient outcome, as well as if any intervention was required on behalf of the patient.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the 840 ventilator touch screen was not working. The ventilator was not in use on a patient at the time of the reported event.